Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The concomitant device ((B)(4)) and the bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the attachment concomitant device. The investigation results for the concomitant device observed a damaged lock collar. This may have caused the bur to break off in the device.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.